Manufacturer narrative:
Batch review performed on 22 april 2026 lot 2505004: (B)(4) items manufactured and released on 08-may-2025. Expiration date: 27-apr-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came in presenting excessive popping in the left knee. About 2 months and a half after the primary surgery, the surgeon performed an open scar take down with manipulation and revised the flex 3l - 12 mm insert to a flex 3l - 17 mm insert for a tighter joint. The reason for the popping was not clarified and the insert was found to be perfectly engaged with the tibial tray. The surgery was completed successfully.